Event description:
A group of elevated calcium and glucose results were obtained on multiple patient samples. Some results were reported to the physicians. It is unknown if the results were questioned. The samples were repeated on an alternate dimension(r) instrument and lower results were obtained and corrected reports issued. It is unknown if patient treatment was altered or prescribed. The is no report of adverse health consequences as a result of the falsely elevated calcium and glucose results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated calcium and glucose results was malfunction of the sample flush pump. A siemens healthcare diagnostics technical service engineer was dispatched to the account and performed appropriate repairs. The instrument is performing within specifications. No further evaluation of the device is required